Event description:
It was reported that during a prostatectomy procedure, the device would not staple and would not cut. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that one device was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the external components and the yoke teeth were found broken. The returned cartridge was loaded into a test device and fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the info provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.